Event description:
User received erroneous high creatinine results for an unk number of pt samples. Three examples were provided. Sample 1 initial result was 252 umol/l. After being flagged because of a delta check, the sample was repeated with results of 92 and 90 umol/l. The erroneous result was not reported to the physician since it was flagged on delta check. In 2009, sample 2 initial result was 470 umol/l. This failed the delta check. When sample was rerun, it resulted as 81 umol/l twice. On an unknown date, sample 3 initial result was 322 umol/l, repeat result was 54 umol/l. No info was provided to determine if erroneous result was reported for samples 2 and 3 or if pt was adversely affected. If additional info is received, appropriate notification will be provided.